Manufacturer narrative:
No device has been returned to olympus for evaluation. However, olympus cannot conclusively determine the exact cause of the reported phenomenon. Olympus will continue to investigate this report, and if additional significant information becomes available at a later time, this report will be supplemented. The filing of this report is not an admission that the device caused or contributed to the reported event.

Event description:
Olympus learned via a legal complaint that on (B)(6) 2010, a patient underwent a laparoscopic lower anterior resection procedure using a laryngoscope with a blade extender to treat the patient's diverticulitis. After the procedure, the complaint alleges that the blade extender could not be accounted for. The physician at the time allegedly ordered an x-ray to be performed, but nothing was found. On (B)(6) 2015, a second physician performed an esophagogastroduodenoscopy surgical procedure and was able to locate a blade extender in the bulb of the patient's duodenum but was unable to retrieve it. On (B)(6) 2015, a third physician performed another esophagogastroduodenoscopy and was apparently able to retrieve the blade extender. No further information was provided.